Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) was high, however, a specific bg level was not provided. A correction bolus via the pump was administered to address high bg. Follow up attempts were made by tandem technical support to complete troubleshooting, but the customer did no respond. No further information was provided.